Event description:
2023-06-05 mpxr1065635 (con, rep): information was received from a consumer (con) via company representative (rep) receiving gablofen 1141.8 mcg/day 2000 mcg/ml via an implantable pump. The patient caregiver reported reservoir discrepancy and increased spasticity. The volume and date were asked but unknown at this time. There were no known environmental/external/patient factors that may have led or contributed to the issue. It was noted that the last tow refills had more drug return than expected when emptying the reservoir. However, the healthcare provider (hcp) aspirated 3 cc unit fluids through catheter access port (cap) chamber. It was seen under fluoroscopic findings. A dye study was administrated and observed exiting tip of the catheter. There was no kinks or tear were visible. The patient weight and medical history were asked but unknown at this time. The patient status was alive and no injury. The issue was resolved. 2023-06-12 e1 (con, rep) additional information was received from a consumer (con) via a company representative (rep). The cause of the reservoir volume discrepancy was asked but unknown at this time. The date of the refill was asked but unknown at this time. The expected residual volume and actual residual volume was asked but unknown at this time. The provided information has been confirmed with the account.

Manufacturer narrative:
Continuation of d10: product ID 8780, serial# (B)(6) implanted: (B)(6) 2021, product type catheter medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.